Event description:
It was reported that a presyncopal patient presented in the clinic for a device check. Upon interrogation episodes of non sustained right ventricular oversensing were noted. Upon review of the electrograms the right ventricular lead exhibited loss of capture. A chest x-ray showed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2017. The patient was stable during and post procedure.